Manufacturer narrative:
(B)(4) manufacturer technical support has been in communication with the customer on repair/troubleshooting of the sternal saw.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw motor was not functioning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence for the return of the unit has not been successful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.